Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d3, g1, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Additional report noted, fluid in breast pocket (captured as seroma). The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Healthcare professional later confirmed left side capsular contracture baker grade IV. Device has been explanted.